Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that keypad on insulin pump was not responding. After changing batteries, customer received a button error alarm. Customer's blood glucose was 78 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No audio beeps anomaly during testing noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.